Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event. Device was not available for investigation. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information, it is inferred that the tip of the catheter might be trapped in the heavily calcified lesion during the procedure, rotational manipulation to the catheter under such condition was continuously performed and the rotational force might be accumulated to the tip of the catheter, which resulted the breakage of tip when the accumulated force exceeded the product design limit. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) The user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.

Event description:
Reportedly, in the procedure to moderately tortuous heavily 99% occlusive lesion at mid lad, tip of the catheter was found broken off in calcific lesion after clockwise and anticlockwise rotations. At the physicians discretion, patient was transferred to surgical centre, and ultimately the broken tip of catheter was "jailed" in diagonal vessel with stent in cto.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event. Subject device was returned to manufacturer on october 11, investigation of the returned device revealed the trace of the breakage due to rotational force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information and the outcomes of the investigation of returned item, it is inferred that the tip of the catheter might be trapped in the heavily calcified lesion during the procedure, rotational manipulation to the catheter under such condition was continuously performed and the rotational force was accumulated to the tip of the catheter, which resulted the breakage of tip when the accumulated force exceeded the product design limit. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) - the user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.